Event description:
The customer reported that the ventilator had a blank screen. No patient harm reported. Covidien customer support engineer (cse) inspected the device and replaced the graphical user interface board (gui pcb).